Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to super ventricular tachycardia (svt). The device remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.